Event description:
Patient was in the procedure room in the cardiac catherization lab having a biventricular pacemaker implant. During the case, the physician stated that the bmw wire broke inside the lead. The medtronic representative brought another introducer that the physician used to remove the bmw wire that was inside the lead and he also removed the lead. A whisper wire and a new lv lead were placed to proceed with the procedure which ended successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).